Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the 14fr sheath was inserted via the left transfemoral (tf) approach without issue. When replacing the 14fr sheath with the in-line sheath, the in-line sheath would not advance from external iliac artery (eia) to the common iliac artery (cia) due to calcification. An intravascular ultrasound (ivus) was performed to confirm the vascular lumen. A balloon angioplasty was performed using a 7 millimeter (mm) balloon. The delivery catheter system (dcs) was inserted and would not advance beyond the eia and cia. The spine of the dcs was rotated 90 degrees and the dcs was able to advance through the calcification in the arteries. Due to left ventricular outflow tract (lvot) being narrow, there was concern for dislodgement of the valve so the valve was slowly released and then fully deployed successfully. After the dcs and 14fr sheath was removed from the patient, the access blood vessel was imaged. Calcification and contrast medium were reported in the stiff part of the left foot. Although there were no ruptured blood vessels was seen on the images from the accumulation of contrast medium, a dissection was suspected. A 8 mm stent graft was placed. Incomplete apposition of the stent was identified in the cia where the blood vessel diameter was larger. Additional expansion was performed using a 12 mm balloon. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient had a tortuous anatomy and calcification. This indicates the probable cause of the advancement issues was patient anatomy. However, with the limited information available, the cause of the difficulty advancing the dcs could not be determined and a relationship to the dcs cannot be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Vascular access related complications, such as bleeding/dissection are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the dcs and in-line sheath contributed to the dissection. However, without procedural images for review and the limited information available, an assignable root cause of the vascular access complication cannot be determined and the relationship to the dcs could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reporting the minimum diameter of the access vessel was 5.2 millimeter (mm) by 5.5 mm. It was reported that the cause of the dissection was due to inserting various devices into blood vessels with tortuous anatomy and calcification. Per the physician, the delivery catheter system (dcs) and in-line sheath contributed to the dissection. No additional adverse patient effects were reported. B5-updated event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.